Event description:
It was reported that during tightening of the screw, the interbody device broke. Although the implant was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B)(4). The cage was found damaged at the level of the screw holes. No pre-existing defect has been identified at the level of the damages. Some symmetrical notches can be attributed to a misuse of the implant holder which would have been connected to the implant of 90 degrees from its correct position. The damages of the screw holes are consistent with over-loading of the material during insertion of the bone screw. This over-loading could be due to a bone screw inserted "over-angulated" creating a conflict between the bone screw and the cage and resulting in the wall deformation. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.